Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the communicator won't charge. It would go to where the light would come up but it would not charge for 2 hours and then it totally quit working friday afternoon, so the patient was not able to deliver a bolus for 2 days and were in pain. They were unable to try different chargers because the one they bought was not the same charger. A request was sent to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6). Implanted: (B)(6) 2025: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the communicator found micro usb charge port is loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.